Manufacturer narrative:
The insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. No blank display noted. No audio beep anomaly noted. The insulin pump also had minor scratched display window, cracked reservoir tube lip. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test and displacement test due to damaged lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was making a beeping sound and had a blank display after the device was dropped and the battery was replaced. Customer's blood glucose was 160 mg/dl. There was a crack on the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.